Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. There was no reported adverse impact to customer's blood glucose level. The customer reverted to alternate insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.

Manufacturer narrative:
On 05 july 2022, the distributor reported the additional information: a pump evaluation was performed and it was determined that the battery gauge was fluctuating with the charging cable. The pump successfully charged after using an alternate usb cable. The pump functioned as intended.